Manufacturer narrative:
A ge representative evaluated the system and could not reproduce the reported problem. The customer continued to monitor the system and reported to the ge representative several days later that the system continues to operate as intended.

Event description:
The customer reported the system makes a continuous beeping sound, the monitors don't turn on, and the system will not boot up. No patient injury was reported.